Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. No bend was noted in the cannula. The root cause of the occlusion could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 475mg/dl while wearing the pod on his leg for roughly 24 hours. Treatment included trying to bolus but his levels did not decrease enough for the amount of insulin given, so the pod was changed. The mother stated that the cannula appeared bent at the time of call, but she could not tell if it was like that when the pod was removed or not. (B)(6).